Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 500 mcg/ml dilaudid (hydromorphone) at 50 mcg/day. It was reported that the patient is complaining of leg pain since his pump was implanted. The doctor believes the implanted catheter might be pushing against the nerve so he decided to pull it out and place a new one in a different location. The issue was resolved at the time of the report. The doctor stated it was unnecessary to return the catheter because the catheter was working properly and there was nothing to investigate.